Manufacturer narrative:
Evaluation of the returned cat12 revealed a mid-shaft kink. If the device is mishandled during use, damage such as this may occur. This damage likely contributed to the reported difficulty advancing the cat12 through the non-penumbra sheath during the procedure. During functional testing, the cat12 was unable to advance through the returned non-penumbra sheath due to the kink on its mid-shaft. Evaluation of the returned non-penumbra sheath revealed a functional device. During functional testing, a demonstration cat12 was able to advance through the non-penumbra sheath without issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system aspiration catheter 12 (cat12) and a non-penumbra sheath. During the procedure, the cat12 would not advance out of the distal end of the sheath. Therefore, the cat12 was removed from the procedure before any passes were made. Upon removal, the physician noticed that the cat12 was kinked. However, it was unknown whether the kink occurred upon removal from the packaging or while advancing the cat12 into the sheath. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and the same sheath. There was no report of an adverse effect to the patient. After the procedure was successfully completed, the physician made another attempt to advance the damaged cat12 through the same sheath on the back table and was unsuccessful. The physician also attempted to advance the same cat12 through a new sheath of the same kind and was still unsuccessful.